Event description:
It was reported that the right atrial (ra) lead impedance had been trending down for several years. A warning now triggered for measured low pacing impedance. Oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 1994. (B)(4).